Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use in the patient, the 5french envoy catheter (55625400/15585937) had a hairline crack at the hub, and during the procedure it was sucking the air from that crack. After the event, the complete assembly was pulled out and to use another envoy and start the procedure again. The product was stored per labeling instructions, and there were no damages noticed on the inner or outer package. There was no possibility that the y connector or syringe was over tightened on the hub. After the event, other than the reported event, no other damages were noticed on the device (kink, bend, fracture, separated, etc). The intended target site was placement of the envoy in the left ica to treat the left mca aneurysm. There was no serious injury reported and the device will be return for analysis. No additional information was provided. One non sterile unit of 5french 056 h1 100 cm envoy catheter was received for analysis coiled inside of a plastic bag. Cracked condition was noted in luer hub. The unit was sent to sem analysis in order to identify the cause of the hub cracked condition. The results indicate that 'the crack in the hub had spread entirely through the wall thickness of the hub. Evidence of scratches was observed next to the crack. Some of the fracture surfaces for the hub exhibit areas that are brittle in appearance. No visual evidence of any chemical degradation or cutting in the material was noted. The exact cause of this cracking could not be conclusively determined. Several tests were carry out on two different hub in order to evaluate differences between the complaint and good sample that could predict the possible cause of the fractured condition observed. Two samples were analyzed which consisted of the complaint hub and a reference sample, both made with same formulation and molded with same resin. Dsc analysis showed that glass transition temperature (tg) of control sample remain unaffected during both heating processes, while complaint hub exhibited a significant decrease in the glass transition temperature during the second heating when compared against the first heating. This condition demonstrated the material required more energy (heat) to reach its rubbery state suggesting a high level of intertwined and stress within the molecule. Based on the fact that this condition disappeared during the second heating process, it could be proposed that stress showed by the molecule was caused by an external source such as manufacturing process, storage condition and temperature, usage, among others. Tga results demonstrate the presence of higher volatile content within sample from the complaint hub, since a percent of 0.14% was obtained in comparison with 0.01 obtained for control sample; however at this point is not possible demonstrate if the water was induced during the surgical process or was found within the material itself. Intramolecular water induces brittleness in the amorphous polymer such as polycarbonate. Sem images obtained from fracture surface of the hub, showed a conchoidal surface indicative of brittleness, no ductile dimples as well as significant material defects were observable, therefore it suggested that hub was cracked in a brittle manner. These analyses can demonstrate the material use in the build of the hub does not has significant difference expected for the higher volatile content, and at this time it cannot be determinate if this was a factor for the crack exhibited by the hub. However the analysis performed indicate that the issue can come from other source like the manufacturing, environmental conditions, natural aging of the material among others. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the customer as cracked luer hub was confirmed during analysis; however the root cause of this failure could not be conclusively determined. Additionally, controls are placed in the production lines to prevent defective units from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. However, action was opened to perform the investigation of this failure and carry out the preventive/corrective actions.

Event description:
During use in the patient, the 5 french envoy catheter ((B)(4)) had a hairline crack at the hub, and during the procedure it was sucking the air from that crack. After the event, the complete assembly was pulled out and to use another envoy and start the procedure again. The product was stored per labeling instructions, and there were no damages noticed on the inner or outer package. There was no possibility that the y connector or syringe was over tightened on the hub. After the event, other than the reported event, no other damages were noticed on the device (kink, bend, fracture, separated, etc). The intended target site was placement of the envoy in the left ica to treat the left mca aneurysm. There was no serious injury reported and the device will be return for analysis. No additional information was provided.